Event description:
Possible diagnostic cells outside field of view. According to customer, 22 fields of view were reviewed by a cytotechnologist and no abnormal cells were present. Case was signed out as negative. Pathologist found areas of lsil on the slide. Cytology applications specialist (cas) reviewed the slide at hosp and found triggers (ascus and 2 areas of lsil) within the 22 fields of view that should have prompted full autoscan of the slide. Cas reviewed the slide with the customer who agreed with cas findings. Case is considered a user interpretive error and not an image miss. Customer agrees that the imager had performed as expected. Cas was not able to access the customer site and slide and report back findings until 2008.

Manufacturer narrative:
Case is considered a user interpretive error and not an image miss. Customer agreed that the imager had performed as expected.